Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticm5_12.6. -13.0/2.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Lens exchanged with a same length lens on (B)(6) 2024. This resolved the problem. Cause of event reported as user error.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).